Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon seemed to have occurred due to contact failure of the socket part. The phenomenon was not duplicated since the subject device was not returned from the facility. According to the evaluation, the facility cleaned the contacts of the socket and reported that the problem was resolved. Other inspection findings found were as follows: error code e216; image with gray snow and red pixels. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus an image with grey snow, red pixels and "b30" and "e216" errors. This report is submitted due to the reported malfunction of "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.